Event description:
Staff alleged the head section will not raise. There was no reported injury or incident.

Manufacturer narrative:
Bed located in repair area. Found head section will not raise. Isolated the coil, then the head up valve. Replaced the head up valve to resolve this issue.